Manufacturer narrative:
The initial MDR 2432235-2016-00599 was filed on october 7, 2016. Additional information (09/13/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse monitored the instrument operation, which passed. The cse then found an edta tube in the decapper. The tube was decapped and there was no carrier beneath the decapping head. The cse found blood spilled in the interface gate and also on the track. The cse was unable to reproduce the error in manual operation, and decapped 50 additional edta tubes in "exercise decapper" mode without any problems. The cse adjusted the pressure values on decapper 4 and replaced tube gripper pads. The cause of splashing of sample material is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens headquarter support center (hsc) reviewed the event data. Hsc concluded that in the error condition reported, the sample tube and cap were lifted from the sample carrier and the de-capping process did not take place. In this case, the tube grippers failed to hold the sample tube in place (as reported) during the de-capping process. When the tube grippers are worn or dirty, the tube and cap twist together and lift from the sample carrier and the sample tube is not de-capped. The onboard image system, takes a picture after the de-capping process to determine if the cap was removed. The system will generate an error if no tube is found after de-capping. Tube gripper cleaning is a daily item for the operator and is a replaceable part. In addition, serum can accumulate in the sample de-capping area and on the waste chute over time and is addressed by operator daily maintenance and by the systems sample covers. The cause of the event is unknown. Siemens is investigating the issue.

Event description:
The customer reported a sample splash on an advia labcell instrument. The decapper pulled the tube out of the gripper and kicked it against the waste chute. The sample material splashed around inside the decapper. The patient sample material tube was empty which caused delay in patient testing. There was no report of adverse health consequences due to the splashing of the sample material.